Event description:
In response to form 483 issued to spectranetics on (B)(6) 2010, observation #2, all vigilance reports filed, will also be filed with the FDA for all same/like devices sold in the united states. During an extraction of a pacemaker electrode a defect was noted on the catheter lumen at approximately 12 cm from the proximal end, some of the fiber optics were outside of the catheter lumen. In total three sls were used during the entire procedure. The pacemaker electrode was extracted with a 12f sls. The ICD lead was unable to be removed with the sls product and it was at that time the physician opted to utilize a non-spnc product which was also unsuccessful at removing the ICD lead. The physician discovered the patient developed a (B)(6). The patient was successfully treated the following day with a chest tube.

Manufacturer narrative:
Inspection of the returned device found fractured fibers extruding through the catheter outer jacket. The fractured fibers were caused by kinking the catheter due to excessive force/torque of the device. The report stated that the electrode was heavily calcified and extraction was very difficult.